Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they were able to resolve the alarm by removing the battery for two hours. The customer's blood glucose was 127 mg/dl. The customer could not recall any significant events leading to the alarm. The customer reported possible moisture exposure to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.